Event description:
The customer reported the temperature warning light is on at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended.